Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
A company representative reported that while in a case, the head of item # 50-12004 detached from the body of the screw.